Event description:
It was reported that the patient's right ventricular (rv) lead dislodged within twenty four hours of implant. The lead was re-positioned and remains in use. As well, the patient's right atrial (ra) lead had high thresholds. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.